Event description:
It was reported that a system error 2267 (air in set/line) alarm occurred on the homechoice device during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.